Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25089753, 25099375 and 25100063 the last three lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the vasoview hemopro 2 ruptured. A replacement device was used to complete the procedure without using the short port. The hospital did not report any patient effects.